Event description:
Complainant alleged that while attempting to treat a male patient in cardiac arrest, the device displayed a "defib fault 72" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.